Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to unknown reasons. No additional information available at this point of time.

Event description:
Upon receipt of additional information it has been determined that the device will be investigated on a different report. MFR 3002806535-2019-00369.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device will be investigated on a different report. MFR 3002806535-2019-00369.